Event description:
It was reported that after an inflation in a left forearm a-v graft, the pta dilatation balloon could not be completely deflated and was unable to be retracted through the introducer sheath. A cutdown was performed at the access site to remove the balloon. A hematoma developed at the access site; however, there was no other clinical consequence to the patient.

Manufacturer narrative:
The lot number was not provided, therefore, the device history records could not be reviewed. The investigation is currently underway.